Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user awoke to the device initiating a piston rewind during the night, prompting an unscheduled supply change; the event was initially perceived as an unexpected rewind. Symptoms included none. Outcomes included no clinical impact and no need for medical intervention. Investigation included review of device logs and user interaction history. Investigation of this case revealed that the user manually initiated the rewind by pressing the device buttons; no device malfunction, alerts, or alarms were identified. It was concluded, based on previously established findings for similar reports, that user-initiated action and use error were the most likely causes.